Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient was experiencing an unknown alarm and the patient¿s peritoneal dialysis nurse requested the cycler be replaced. The patient was currently in the hospital and was unable to provide additional details. The cycler was replaced. Additional information has been solicited regarding the patients hospitalization, however at this time no additional information has been provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification passed. An accelerated stress test (ast test) identified a motor pump b with grinding sound that could be observed in the diagnostics screen. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.